Event description:
The recipient is reportedly experiencing loss of lock following a hit to the head. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dented bottom cover. Visual inspection also revealed a slice on the electrode in the small tubing, which is believed to have occurred during revision surgery the device passed the photographic imaging. System lock could not be obtained at any spacing. An electrical test could not be performed due to no lock. Internal visual inspection revealed a cracked hybrid. Scanning electron microscopy (sem) analysis revealed cracks on the conductive epoxy joints. The reported complaint of loss of lock following head trauma was verified during this analysis. The failure of this device was attributed to fractures in the ceramic hybrid circuit board, which are consistent with the trauma reported. This hires 90k device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.